Event description:
It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, in-stent restenosis occurred. In (B)(6) 2006, a taxus express2 stent was placed in the right coronary artery. In the spring/summer of 2012 the patient started to experience shortness of breath. The patient consulted with her cardiologist and was scheduled for a percutaneous coronary intervention procedure in (B)(6) 2012. During the procedure in- stent restenosis was noted to the previously placed taxus express2 stent. The in-stent restenosis was treated with placement of a non bsc stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Age at time of event (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).